Event description:
The surgeon attempted to implant the nail, but found the hole was not at the correct location. The surgeon used another nail to complete the procedure. Patient outcome: the procedure was completed without any adverse event reported.

Manufacturer narrative:
The design drawing and inspection criteria were reviewed and found to be correct and complete. There are no negative trends for this reported event.